Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system cannot on. Fse checked ups and found that ups output was not exist and one mcb was off and main contactor in panel was off. The device was functional as per intended after repairs and system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to power on. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.